Manufacturer narrative:
The following info was provided in the injury report attached. Equipment under repair: cutera xeo nd/yag laser. Serial number (B)(4). Procedure in progress: alignment of the optical coupler mirror parallel to the nd/yag rod ends using the mfrs alignment aid, (l-cat), and to the mfrs' service instructions. The service switch on the laser control board was set to service mode and 230v power applied to the laser. The four l-cat alignment leds were illuminated and alignment of the optical coupler commenced. This entails viewing through the ocular reflection of the leds from the rod ends and the optical coupler. Alignment is achieved by rotating the x and y adjusters on the optical coupler mounting until four equal rows of reflected red dots are observed. This procedure was almost complete when the laser pump xenon flashtube fired causing an intense beam of light to exit the laser cavity and pass through the l-cat ocular into my right eye. The result being temporary blindness to the eye. The power was disconnected from the laser and no further work carried out on this day.

Event description:
Permanent eye injury during service procedure: alignment of the optical coupler mirror parallel to the nd: yag rod ends.